Manufacturer narrative:
We have not received the product so far and the customer has not sent us any further information yet. Due to the initial customer feedback we decided to report this case. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Our distributor informed us on (B)(6) that one of our products was involved in an incident. According to the customer, the patient's head fell out of the clamp. The patient was not injured in this case.